Event description:
Additional information received, there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not returned for evaluation. The provided video was reviewed. The cataract surgery is not shown. The cartridge and lens preparation are not shown. The cartridge nozzle and tip come into view. The lens is observed almost to the parting line. The cartridge tip is inserted into the incision and the lens is quickly advanced almost in the same motion. There appeared to be a slight override of the optic by the plunger. After the lens unfolds, a narrow strip of material is observed under the lens on the left side. The material is not removed. The lens remains implanted. The indicated associated cartridge is qualified for use with the lens. The handpiece indicated is not qualified for use with any iol/cartridge combination. The viscoelastic used was not provided. It is unknown if a qualified product was used. The root cause for the reported issue could not be determined. The lens remains implanted. Based on the review of the returned video, the reported foreign material may have been internal coating material from the cartridge tip. The manufacturer internal reference number is:

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. A usb drive was received. Root cause: root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A physician reported a foreign material was confirmed after implanting an intraocular lens (iol). It is unknown whether it was adhered to the iol or the cartridge. The surgery was completed and the foreign material remains in the eye. Additional information is requested. There are two related reports for this patient. This report addresses the iol, and another manufacturer report will be filed for the cartridge.